Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
A premature battery depletion reportedly occurred. The battery voltage was at 2.05v, while it was at 2.69v 4 months before. The preliminary analysis revealed that the battery depletion was caused by repeated charging due to noise oversensing.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
A premature battery depletion reportedly occurred. The battery voltage was at 2.05v, while it was at 2.69v 4 months before. The preliminary analysis revealed that the battery depletion was caused by repeated charging due to noise oversensing.